Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) procedure, a piece of the distractor rack appeared rusted and fell off. As described by the consultant, the piece on the bar that turns to open and close, located on the top of the rack, was rusted and then fell off. No pieces to retrieve, the patient was unharmed. The procedure was completed without further incident.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the locking screw for the pinion shaft sheared off. The distractor corresponds to the drawings and processes at the time of manufacture. The exact cause of the breakage can not be determined. The max torque of approx (B)(4) for the screw was exceeded. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered indeterminate from a manufacturing perspective.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for (B)(4).